Manufacturer narrative:
Section b5: the lesion had moderate calcification. There was almost no tortuosity. The percentage stenosis was 90%. The device was not used for a chronic total occlusion. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for us. The device did prep normally. There was noting unusual noted about the device prior to use. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty rermoving the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting theproduct into the patient. The balloon catheter did not kink while being used. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was 6 atmospheres (atm). The balloon burst at 6 atm. There was no unusual force used at any time during the procedure. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. The procedure was completed using a new non-cordis balloon catheter. The 6mm x 6cm x 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated. However, it ruptured within its nominal pressure at six atmospheres (atm). There was no patient injury reported. The target lesion was the superficial femoral artery. This was an in-stent restenosis (isr) case. A plain old balloon angioplasty (poba) was performed. The lesion had moderate calcification. There was almost no tortuosity. The percentage stenosis was 90%. The device was not used for a chronic total occlusion. The balloon catheter was removed easily and intact (in one piece) from the patient. The procedure was completed using a new non-cordis balloon catheter. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped normally according to the instructions for us. There was nothing unusual noted about the device prior to use. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The product was not returned for analysis. A product history record (phr) review of lot 17619093 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification may have contributed to the reported event. As calcification is known to damage balloon material. However, without the return of the product for analysis it is difficult to draw a clinical conclusion between the device and reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mmx6cm 155 saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated. However, it ruptured within its nominal pressure. There was no patient injury reported. The target lesion was the superficial femoral artery. This was an in-stent restenosis (isr) case. A plain old balloon angioplasty (poba) was performed. The device will not be returned for analysis due to infectious disease.